Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No stuck on blank screen noted, no ramping numbers, or scrollbar bar moving on its own noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported that her insulin pump was exhibiting keypad issues. For example, the customer stated that the insulin pump became stuck on a blank home screen and then was scrolling without being prompted to do so. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose was 286 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.